Event description:
It was reported that the surgeon attempted to insert a micl12.6 12.6mm implantable collamer lens and the lens was torn while advancing in the injector. There was no patient contact.

Manufacturer narrative:
Evaluation: method - (other): work order search. Results - (other): visual inspection of the returned product showed that there was no visible damage to the lens. There was evidence of a clear surgical residue. A work order search was performed and there were no similar complaints found within the work order. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.